Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer reimaged the station, configured the date and time, restarted the rss service, disabled tcp/ip v6, did data synchronization, installed eset, and deployed wsus remotely to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was slow and had reoccurring issue. The customer reported that the station was running very slow, making it difficult to refill and for users to remove medications for the patients. There was a 5-min delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.